Event description:
It was reported that during an unknown procedure, there was a usual feeling when removing the anvil from the device before use. It felt something caught and there was a difficulty in taking out the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: there was a usual feeling when removing the anvil from the device before use. It felt something caught and there was a difficulty in taking out the trocar. The device was fired, but the surgeon did not feel washer break, and it could not be fired. Additional cut and re-anastomosis were performed with another device. The patient is stable. The device was used to anastomosis on rectum. There was an unusual feeling when removing the anvil from the device before use. Surgeon felt like something caught when taking out the trocar. The device was inserted from the anus and fired, but the washer breaking sound was not heard. It was difficult to take out the device after firing, and it was not fired properly, so additional cut was performed. Another device was used to re-anastomosis. The surgeon has the experience of using the device for long time, so the surgeon was being careful to grasp the firing handle fully and to not to touch the adjusting knob. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4), date sent: 09/14/2022, d4: batch # 244a21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the anvil issues and difficult to remove reported, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.